Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed the patient side occlusion test. There was no patient involvement.

Manufacturer narrative:
The file has been reassessed and determined to be not reportable.

Event description:
It was reported that the device failed the patient side occlusion test. There was no patient involvement.